Event description:
It was reported that the customer passed away due to low blood glucose levels. The caller stated that the insulin pump caused stress on the customer's heart, followed by cardiac arrest. The caller stated that the insulin pump did not notify the customer that his blood glucose levels were dropping. The caller did not know who stayed with the insulin pump after the customer's death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.